Event description:
It was reported that the customer had a 3 hour seizure on (B)(6) 2014. Customer woke up on her own and drank a lot of gatorade. Customer's blood glucose level was 40 mg/dl, but she thinks it was as low as 20 mg/dl. Customer did not have any medical assistance. Customer mentioned that the paramedics could have been called for this event, but they were not. Customer no longer has the insulin pump that had a motor error. Customer's pump was replaced. Customer's current blood glucose level was 106 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.